Event description:
Pt underwent sfa angioplasty and stenting of right leg the morning of (B)(6) 2019 at the (B)(6) hosp cath lab. Dr/scrub tech used a mynxgrip vascular closure device and states that there were no complications. Dr indicated that pt's artery access was difficult due to her hip prosthetics. Pt was immediately hypotensive and experiencing pain during / after procedure. Pt was transferred to ICU for treatment, dr decided not to order a CT. Blood pressure remained low after several transfusion and dr decided to bering pt back to the cath lab at 11 pm that night to check for extravasation. He was not able to locate any bleeding many hours after the initial procedure. When CT was performed 2 days post procedure, a large retroperitoneal bleed was detected. Pt underwent emergency fasciotomy as the left leg was dying / significantly compromised. Pt was transferred to (B)(6) hosp and left leg was amputated due to muscle death from lack of blood flow. Pt experienced an extended hosp stay, excessive bleeding, septic shock, acute renal failure, multi organ failure, ards, compartment syndrome of the left leg, and left leg amputation. Cause of death was listed as hemorrhagic shock and autopsy demonstrates a massive retroperitoneal bleed. Pt died 5 days post angioplasty procedure involving the use of a mynxgrip vcd from cordis / accesshealth. Pt was only having minor leg pain at night and was encouraged to have this procedure. There are 3 other reports of issues with this lot number on the maude database. FDA safety report ID # (B)(4).